Event description:
It was reported that after implantation of the intraocular lens the haptics stuck very long period of time. They were separated mechanically by the physician with no adverse consequences to the patient and the lens remains implanted.

Manufacturer narrative:
The intraocular lens remains implanted with no consequences to the patient. In follow-up with the account it was learned the haptics stuck to the optic for approximately 30 seconds. Lens met all manufacturing specifications prior to release. Device history records are being reviewed by the manufacturer. Any associated deviations found will be reported in a follow-up submission. Remains implanted.